Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio2 meter. Results as follows: date: (B)(6) 2011; inratio: 3.0. Date: (B)(6) 2011; inratio: 1.6. Pt's doctor adjusted coumadin dose. No lab confirmation done.